Event description:
It was reported that three ems were used during a hernia repair. It was reported by the affiliate that the instruments were dropping staples. The surgeon retrieved all the staples before the end of the case. There was no consequence to the pt.